Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to hear alarms. The customer¿s blood glucose was unknown. The customer reported that they were unable to hear alarms and was unable to hear when the alarm was going off to let her know of a low reservoir. The troubleshooting was not performed. The insulin pump will not be returned for analysis.